Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x15mm trek balloon dilatation catheter (bdc) was noted to have lack of contrast and was confirmed to ruptured. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.